Event description:
It was reported via clinic notes received dated (B)(6) 2012, that the patient normally averages 12 seizure episodes a week, but had experienced three drop seizures since (B)(6) and her seizure frequency was worsening. The patient was noted as not experiencing a drop seizure since 2009. The vns generator's "intensified follow-up indicator(ifi)" is now showing "yes" indicating the device is approaching an end of service condition and more frequent follow-up visits are suggested. The patient was referred for generator replacement. Follow-up with the physician's office found the site has only been seeing the patient since (B)(6) 2011, so the relationship of the increased seizure frequency to pre-vns baseline seizure activity is unknown. No medication or programming changes or any external factors are believed to have caused or contributed to the increase in seizures. The increased seizure frequency is believed to be related to battery depletion. The patient's increased seizures have not yet resolved following surgery however it was noted that the patient's vns settings have not yet been titrated back to therapeutic levels. The explanted vns generator will not be returned per hospital policy.

Manufacturer narrative:
.